Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. During an external visual inspection the front panel bezel appeared to have two approximately 1 inch hairline cracks on either end of the top at a 90 degree angle from the edge. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of dehydration, fft, altered mental status, uti and bladder infection. The etiology of these events is unknown; therefore, causality cannot be established. It was reported the patient¿s uti (characterized by an altered mental status) progressed into a severe bladder infection (specifics not provided), which her body could not tolerate given her fft and dehydration. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death. The etiology of the events is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the patient had multiple cardiac comorbid conditions and was very ill upon admission. Additionally, the pdrn reported the patient¿s ccpd treatment concluded >6 hours prior to her cardiac arrest and death. Per the pdrn, the patient¿s serious adverse events were unrelated to the utilization of any fresenius product(s) and or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Therefore, based on the totality of the information available, the liberty select cycler can be disassociated from the events as there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. Furthermore, there was no report of the liberty select cycler failing to perform as expected.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and then expired on (B)(6) 2020. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd)rn] revealed the patient was hospitalized on (B)(6) 2020 for dehydration, failure to thrive (fft), altered mental status, and a urinary tract infection (uti). The pdrn stated much of the patient¿s hospital course is unknown; however, she was told the patient expired on (B)(6) 2020 due to a cardiac arrest (unknown cause). The pdrn stated the patient had multiple cardiac comorbid conditions and was very ill upon admission. It was reported the patient¿s uti progressed into a severe bladder infection (specifics not provided), which her body could not tolerate given her already decompensated state. Per the pdrn, the patient¿s death was unrelated to the utilization of any fresenius product(s) and or device(s). The pdrn reported the patient¿s continuous cyclic peritoneal dialysis treatment concluded >6 hours prior to her cardiac arrest. Additional information was requested (e.g. Discharge summary, death certificate, autopsy report, esrd death notification), however the documents are unavailable due to the patient¿s record being closed.